Manufacturer narrative:
The company rep examined the system and could not duplicate the customer's reported problem. The customer's handpiece was also checked with the system and found to function correctly. The system was then tested and met product specs. No samples were returned for eval and no add'l info was provided related to this event. For this reason, steps could not be taken to replicate or confirm the reported event. The root cause of the customer reported event is unk at this time. (B)(4).

Event description:
A customer reported that the equipment did not suck properly "when reviewed with the handpiece" during a cataract with intraocular lens (iol) implant procedure. There was no harm to the pt. Add'l info has been requested.